Event description:
A report was received that stated a tech was splashed with a blood. At the conclusion of the blood draw, the tech attempted to place a filter cap on the end of the syringe. Blood was expressed out of the side of the device rather than the top and splashed on the tech's face. The tech was treated for blood exposure per the facility's protocols. No adverse effect was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.